Event description:
It was reported that the patient presented in the clinic with bacteremia which was believed to be a result of a peripherally inserted central catheter. It was discovered during a transesophageal echocardiogram that there was vegetation around the right ventricular (rv) lead. The implantable cardioverter defibrillator and the rv lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.